Event description:
It was reported that the iab was in situ for 70 hours when the pump experienced helium loss alarms. Because of this, the iab was removed and replaced. There were no patient complications.